Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, it was noted that the stylet failed to be advanced into the newly implanted right atrial (ra) lead. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2023. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to advance stylet into the right atrial (ra) lead was confirmed. As received, a complete lead was returned in one piece measuring 52.1 cm. During the analysis, stylet was inserted through the proximal end of the lead and was restricted at the connector region due to the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil of the lead clogged with blood.